Manufacturer narrative:
Com: (B)(4) journal name: my buddy, my friend: focused force angioplasty, using the buddy wire technique in an inadequately expanded stent. Published 17 may 2005. Event date is publication date. Implant date is publication date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that a patient presented with an episode of anginal chest pain associated with pulmonary edema. The patient had evidence of inferolateral st changes and uncontrolled hypertension. Following stabilization, the patient was referred for coronary angiography which revealed mild atheroma of the lad, an occluded small marginal system and a large dominant rca with a significant unstable lesion of the distal rca it was reported that the physician used a zuma guide catheter to intubate the rca and attempted to carry out primary stenting using a medtronic ave s7 stent to treat a rca lesion. It was reported that in-spite of progressive balloon inflation to 18atm, a distinct waist remained on the delivery balloon. Angiography revealed a wedge at the site of the distal half of the stent. The physician attempted to use a short non medtronic balloon and inflated across the residual lesion in the stent at 20atm. This did not improve the under-deployed stent. In order to focus the force of the inflated balloon a second wire was placed through the stent in a buddy wire fashion to splint the balloon. The short balloon was reintroduced and re inflated to 20atm parallel to the wire with resolution of the residual stenosis providing an excellent final angiographic result. Please note that this device s7 rx is not marketed in the united states; however, it is similar to the united states marketed product s7otw. This event is being reported only as a malfunction because of the similar deice requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.